Manufacturer narrative:
(B)(4). Investigation summary: one sample was received for evaluation. It came in a biohazard (B)(4) plastic bag; it has no packaging flow wrap nor tip cap; it has 0.5ml. The plunger rod- rubber stopper is at the 2ml mark. The sustaining force test was performed giving 14.8n; after that, the plunger rod was pulled back to the 10ml mark and tested again for sustaining force giving 14.2n. The specification is <20n. During the production of this lot, no issues were reported that could have caused the symptom reported by the customer. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause couldn¿t be offered. Based on the investigation, the symptom reported by the customer couldn¿t be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that during use the plunger was unable to move and complete dose with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that the syringe locked up with 2-4ml remaining.